Manufacturer narrative:
Internal complaint reference (B)(4). H10 b5 and d4: event description and device received updated. Internal complaint reference (B)(4). H11 h6: e codes updated.

Event description:
It was reported that during an arthroscopy, the surgeon was using qfix suture anchor for shoulder stabilization procedure. Hole preparation was performed, and anchor was deployed. Once introducer had been fully deployed, the anchor was no longer attached to the tail sutures. Upon investigation no anchor could be seen at the end of the introducer when removed from the patient, even though the tail sutures were still in the introducer. Suture anchor is believed to be under the cortical bone, but the tail sutures snapped and so were removed. No anchor material is believed to be free-floating in space. A new hole was made and a void was left in the patient the procedure was completed with non-significant surgical delay using a back-up device. No further complications were reported.

Event description:
It was reported that during an arthroscopy, the surgeon was using qfix suture anchor for shoulder stabilization procedure. Hole preparation was performed, and anchor was deployed. Once introducer had been fully deployed, the anchor was no longer attached to the tail sutures. Upon investigation no anchor could be seen at the end of the introducer when removed from the patient, even though the tail sutures were still in the introducer. A new hole was made and a void was left in the patient the procedure was completed with non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4). The reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The anchor is no longer attached to the suture tail and was not returned. The suture has been worn through where it had attached to the anchor. The suture is still run through the cannula and out the cleat at the proximal end of the insertion device. A functional evaluation revealed that the handle will twist forward and back and does not lock. When twisting the handle for deployment, the cleat does extend from the tube. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that the images from the product analysis appear to show the frayed distal suture along with the wrapped proximal ends which appear were never released from the cleat. The reported issue appears to have happened between insertion steps 7 and 9 (rotation/sa deployment, suture release and pull-test); therefore, it is likely the reference guide/st was not fully adhered to and a user technique/variance cannot be ruled out as a likely contributing factor, as the distal suture was frayed/¿worn through¿ while the proximal ends appeared to be never released from the cleat. The patient impact includes the retained, implantable, non-functional sa believed to be in the primary bone hole per recent correspondence, additional bone hole with use of backup device to complete the procedure with a less than 30 minute surgical delay with possible risk of local irritation and/or migration. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force to the device or use of sharp instruments near the device. No containment or corrective actions are recommended at this time.